Manufacturer narrative:
Additional information: upon follow-up, it was reported that the patient was additionally treated with meropenem injection (1mg, route, frequency and duration were not reported) for peritonitis. The patient was still in the ICU and patient's condition was reported as "very bad". At the time of this report, patient was still not recovering from the event and was transferred to another hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. Ten days after the onset, the patient was hospitalized for the event and now in intensive care unit. The patient was treated with vancomycin injection (1gm, every 5th day, route and duration were not reported) and fortum injection (1gm, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was not recovering from peritonitis and removal of catheter was planned. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.